Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reporter noted that the subject meter blood glucose reading was "130 mg/dl" and "61 mg/dl" on another device. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.